Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during battery testing in the standard functional test step 9.15, this alarm would have interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
The reported condition of low battery alarm was confirmed through evaluation and was found to be due to depleted battery. The main battery was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).